Event description:
The customer reported that the insulin pump gave a button error alarm last night, and she could not clear the alarm. The customer stated that she did not press any button for greater than three minutes. The customer also stated that she called the paramedics this morning due to a low blood glucose of 23 mg/dl. The customer stated that she had given herself a manual injection due the insulin pump breaking down, and it caused an insulin reaction. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a button error alarm due to moisture damage on the keypad traces.